Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of bradycardia and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the grasping was performed, reducing mr to trace. The patients heart rate decreased, and medication was administered, returning the patient to baseline. The mr increased, and a residual jet was noted. The clip was re-positioned, but mr was not reduced. After many attempts to reduce mr, it was thought that one of the leaflets had a tear. The clip was not deployed and the cds was removed. The procedure was discontinued. No clips were implanted and the mr remained at 3-4. The patient remained stable and sent to recovery. No additional information was provided.